Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported entrapment of device (clip caught on chordae) could not be determined. The reported incomplete coaptation appears to be a cascading event of the entrapment of device. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. The clip (10104u262) was advanced to the mitral valve and got entangled in chordae in the medial commissure. Trouble shooting was unsuccessful, the clip could not be freed but the leaflets were able to be grasped. The clip was implanted. However, the clip detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). A second clip (10104u160) was implanted laterally, stabilizing the slda clip, however mr remained at 4. No additional information was provided.